Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was suspected to have a coil issue and high rv defibrillation impedance. The patient was sent for an xray, and the lead was initially reprogrammed. It was later discussed that the high voltage pathway may be compromised and the patient may not be protected if they need shock therapy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.